Event description:
It was reported that one screw was discovered to be missing from the synframe half ring device during the cleaning process in the sterile processing department. It is suspected that the screw may have been lost during the disassembly of the device for cleaning. There was no report of patient or surgical involvement or impact with regard to the reported issue. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Location was corrected back to synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history evaluation/review was performed. The investigation of the complaint articles has shown that: the customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer on 6-jul-2015. The evaluation was confirmed. An investigation review was performed. The investigation of the complaint articles has shown that the customer reported the screws were missing. This item was repaired, passed synthes final inspection and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A service history record review has also been requested for the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.